Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the normal reference range, for three pts involving access 2 immunoassay system. This report refers to pt number three referencing system serial number (B)(4). The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse performed unrelated modification to upper precision pump. The fse performed protocol and sample carryover failed. The fse replaced the sample probe and completed alignment. The fse retested carryover, and it successfully passed. The fse completed troponin I performance tests within specifications and successfully passed quality control (qc) test. The unit conformed to the manufacturer's published performance specifications. The samples were collected in 6 ml bd lithium heparin plastic separation tubes (pst). The samples were initially processed through the automation line at 3,000 rpm (rotations per minute) for 6 minutes. The customer stated creatine kinase-mb (ck-mb) quality control was recovering within range. The laboratory has a standard protocol to repeat all elevated ck-mb results in which the samples are re-centrifuged at 5,000 rpm (rotations per minute) for 5 minutes prior to repeat analysis. This reportable event was identified during retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-03141, 03142, 03143.